Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. The customer could not remember the readings obtained on her device, and therefore they could not be reported.

Event description:
A customer reported receiving imprecise readings on her freestyle freedom blood glucose meter and having the following symptoms: tiredness, dizziness, sweatiness, nausea, lightheadedness and trouble to get focus. The customer also reported losing consciousness and being treated by a health care provider with insulin. There was no medical diagnosis of severe hypo- or hyperglycemia. The customer also reported eating food to counteract the event. There was no report of death or permanent impairment associated with this event.